Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Event description:
Additional information: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, lymphadenopathy, seroma.

Event description:
Health professional reported right side capsular contracture, baker grade unknown, axillary lymph nodes up to 0.8cm in the shortest axis, edema and intracapsular fluid bilaterally. The device remains implanted.